Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for non-malignant pain. It was reported that for the last 3 days the patient kept getting poor recharge quality screen 76. They had tried repositioning antenna to different position but that did not help. She stated she can't seem to connect to ins to charge and now ins was depleted. No medical or therapy problem was associated. No out of box failure was reported. No symptoms were reported. No further allegations/complications were reported.